Manufacturer narrative:
Log file analysis revealed several vad stop alarms of type vad disconnect on the reported event date. A controller fault alarm was triggered shortly after; controller fault alarm of type "sys_front_ultra_fine_not_zero" occurs when there is an internal fault with the current measurement channel. This controller fault can only be detected when the driveline is disconnected and the controller is reading a current above zero milli-amps. This controller fault may have prevented the controller from detecting a valid driveline connection. A controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a vad disconnect alarm and a controller fault alarm. The type of controller fault alarm suggests an internal fault with the current measurement channel. The presence of this alarm may have prevented the controller from detecting a valid driveline connection. Analysis of the controller revealed that the device met specifications; the controller passed visual examination and functional testing. The most likely root cause of the vad disconnect alarm cannot be conclusively determined. A possible root cause for the failure of the pump to restart can be attributed to an internal fault preventing the controller from recognizing a valid driveline connection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01133 and 3007042319-2015-01134) submitted for devices related to the same event.

Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed three suction alarms until the reported event date. Based on the information received from the site the reported event is most likely to the patient's condition, and not the device, procedure, or therapy; therefore is not reportable to MDR. With review of the available information there was no evidence of any device malfunction or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. The site reported that after volume resuscitating the patient, the "suction" alarms resolved and flow waveforms regained good pulsatility. Clinical factors that may have contributed are most likely related to the patient's fluid volume status. The site reported that the suction alarms resolved after treatment and there were no recurrence of alarms. There are patient factors that may have contributed to this event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a vad coordinator that the patient was admitted from the clinic after having numerous suction alarms. No low flow alarms reported. The patient was asymptomatic. Hypovolemia suspected - admitted for intravenous fluid resuscitation (1 liter given in emergency department plus maintenance fluids). After volume resuscitating the patient, suction alarms resolved themselves and flow waveform regained good pulsatility. She was discharged home on (B)(6) 2016. The patient was seen in the clinic on (B)(6) 2016, and reports no further suction alarms.